Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. A review of the device history record for sn (B)(4) performed from 11/04/2015 to 11/12/2020 and confirmed that this device wasn¿t previously returned for servicing and there was no production failures which correlates to the customer reported issue.

Event description:
It was reported that the device suffered a broken latch with patient side occlusion, a channel error and dim display. Replaced latch, both pressure sensors and display board. Calibrated and performed preventative maintenance, device passed all tests. There was no patient involvement.